Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon closed the jaws without any problem. Before stapling, the device blocked and the handle was squeezed. They tried another time all the steps, opening and closing of the reload and the device blocked again before stapling. They used another handle and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. A reload was loaded onto the instrument. No visual abnormalities were observed. The returned reload was removed from the instrument. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.